Event description:
The facility returned the device for svc. During svc testing, baxter svc tech reported that the device underdelivered. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.

Manufacturer narrative:
Eval was completed in 2005. The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -11.5% below the desired amount. A review of the service history records for this device going back two years was performed. There were no accuracy issues found in the event history. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated.